Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-01190 for a description of the other device. The device in this report was received along with the original device on (B)(6) 2010; it had not been previously reported. Follow-up with the complaint reporter determined that they were used in the same procedure, and experienced the same problem. It was reported to boston scientific corporation that two resolution clip devices were used during a polypectomy procedure for hemostasis. According to the complainant, the clips were opened, and an attempt was made to place them onto the tissue. The visibility was bad, and when they examined the area they were trying to clip, the clips were not attached, and could not be found; they never saw the clips attach to the tissue. They believe that it was a procedural issue, that caused them to lose visibility the procedure was completed with another resolution clip device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-01190 for a description of the other device. The device in this report was received along with the original device on march 3, 2010; it had not been previously reported. Follow-up with the complaint reporter determined that they were used in the same procedure, and experienced the same problem. It was reported to boston scientific corporation that two resolution clip devices were used during a polypectomy procedure for hemostasis. According to the complainant, the clips were opened, and an attempt was made to place them onto the tissue. The visibility was bad, and when they examined the area they were trying to clip, the clips were not attached, and could not be found; they never saw the clips attach to the tissue. They believe that it was a procedural issue, that caused them to lose visibility the procedure was completed with another resolution clip device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Upon investigation, it was noted that the clip assembly was deployed and not returned with the device. A root cause could not be determined for this complaint. The device appears to have been deployed properly. Without the clip assembly being returned, no further investigation can be done. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).